Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level was above 800 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous for high blood glucose levels. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleging insulin pump for under delivering. Customer reports bolus wizard was programmed accurately. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.